Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. The analysis of the system log file found that the time error and the troubleshooting confirmed that the host pc bios battery was defective. To resolve the reported issue, the fse replaced the bios battery in the host pc. Following that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.